Manufacturer narrative:
Correction found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1yv35, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was riding in a low seated vehicle and was getting in and out of the vehicle often. The patient noticed a burning sensation at lead wire site while seated in the car. They were using more pads. The patient increased stimulation from 1.2 to 7.0 and since then they were not feeling stimulation. The patient noticed discomfort in their breast when increasing stimulation. Patient programmer showed stimulation is on. The patient did not feel stimulation in the correct area. On program 2 at 2.4 the patient felt pain in both arms. On program 3 at 3.0 the patient felt pain in both arms but no sensation in their vaginal area. On program 4 they felt tingling in their arms but no sensation in their vaginal area. On program 5 they felt sensation in the vaginal area but also felt tingling in their arms.

Event description:
Additional information was received. The caller stated they were checking the patient's device and all impedances were out of range. The caller had to disconnect to go to the room with the patient and asked that tech services call them back. An outbound call was made and the caller confirmed that all pairs were out of range on each electrode. They increased the pulse width to 300 and re-ran and all contacts were still >4k. The caller stated the patient was no longer feeling any stimulation sensation. They added that the patient was on vacation in arizona and they were getting in and out of the back seat of a small honda and a passenger for hours. This had caused a burning sensation where the leads were and they had problems sitting down. For a few days after the patient got home and the burning pain remained, they also noticed a return of symptoms and they had to use more pads. It was reviewed that imaging may be in order to check the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.